Manufacturer narrative:
Customer cancelled the service call. Info that was provided noted that in-house bio-med fixed the problem. There was no add'l info provided. If add'l info becomes available, it will be reported as required.

Event description:
It was reported that the 9800 system will not boot up completely. There was no report of pt injury.